Manufacturer narrative:
A device history record (DHR) review for model vnl15-j10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17 jul 2018 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video image was confirmed through evaluation of the device. Evaluation findings were listed as: leak at biopsy channel (large/primary) digital side, pve electrical pin corroded, fluid invasion in control body, fluid invasion in segment section, image blackout, endoscope failed electrical safety test, umbilical cable short fluid invasion, umbilical cable for lightguide prong fluid invasion, umbilical cable long fluid invasion, fluid invasion in pve connector, control body mild corrosion inside, some functions cannot be checked unit compromised by fluid, suction function not performed unit compromised. The device was refurbished, cleaned, and disinfected, angle adjustments made, rings and seals replaced, and video image calibrated. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for a vnl15-j10 (sn: (B)(4)) video naso pharyngo laryngoscope for an issue of no video image. The issue occurred in the operating room before use. There were no patient or user injuries, adverse events, delay, or medical intervention reported.